Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing below the lower programmed rate and the right ventricular (rv) lead exhibited over-sensing. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory had an observation relating to mode lower rate. Medtronic is submitting this report to comply with FDA reporting regulations under 21if information is provided in the future, a supplemental report will be issued.